Event description:
Customer tested bg as hi, took insulin and laid down. Customer became restless, angry, and disoriented. Wife gave an add'l 30 units of insulin. Cold sweats began and called ems. Ems gave glucose based syrup and transported to the hosp. Hosp device reading was below normal range. Next day tested blood glucose in above normal range and spouse took husband to hosp, did not take insulin. At hosp, blood glucose tested in normal range on hosp device. Returned to pharmacy for an even exchange.

Manufacturer narrative:
Standard disclaimer on file.